Manufacturer narrative:
It is unknown if the device will be returned for evaluation, however, a lot history review should be performed.

Event description:
The event occurred on an unspecified date in a veterinary clinic during use. The customer reported that during routine clinical use, it was observed that macrodrip lines continue to free-flow even when the pump door is fully closed and the pump is operating. The incident did not affect patient care; there was no adverse outcome as a consequence of the event.

Manufacturer narrative:
Correction: a tab - there was b3 - date of event.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.